Manufacturer narrative:
(B)(4). The test strips from the event are no longer available.

Event description:
The customer questioned results for 3 patients tested on coaguchek xs meter with serial number (B)(4). Based on the information provided, the results for 1 patient were erroneous. The initial test on the meter was 5.4 inr. Another test was performed on the other hand and the result on the meter was 5.1 inr. The result from the laboratory using the dade innovin method was 8.1 inr. All samples were obtained within 10 minutes. All results were provided to the patient's doctor. The patient was advised to hold his coumadin dose initially based on the meter results. When the laboratory result was returned, the patient was still advised to hold his coumadin dose for one day. The result from the laboratory was believed to be correct. No other treatment was required. The patient's therapeutic range was 2.0-3.0 inr. The patient had increased bruising on the day of the event; he was not sure if there was blood in his urine. No adverse event occurred. The patient currently feels fine. The qc checkmark was displayed within 24 hours of the meter tests. Liquid quality controls were performed on 07/20/2016 and were acceptable. The customer stated the meter has not been cleaned and is very dirty under the strip guide cover. The customer was advised on proper cleaning of the device as this could impact the performance of the meter. The patient was not being treated with hirudin or heparin and had no antiphospholipid antibodies. The patient has no hct issues. The patient just had a complete blood count test done. No additional information was provided related to that test. The meter and strips were requested for return; however, the test strips from the event are no longer available. Relevant retention test strips (lot 20663011) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, further investigation cannot be performed.